Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down due to a failure of the uninterrupted power supply (ups). Biomed corrected the issue by using a back up ups. The cns now functions. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down due to a failure of the uninterrupted power supply (ups).

Event description:
The customer reported that the central nurse's station (cns) shut down due to a failure of the uninterrupted power supply (ups).

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer it stated that cns shuts down because ups appears to have failed. When customer plugged the cns device directly to the wall outlet, the power issue was resolved. Customer then replaced the failed ups with a backup unit. Model and serial number of the cns was: pu-621ra, s/n (B)(6) model and serial number of the ups was: 50042-77r - powervar, s/n (B)(6) on (B)(6) 2018, customer stated the ups was 3 months old. Customer did not clarify how the ups was connected or used and whether any other devices were plugged into the ups. It is unknown if there were any power issues at the facility leading to this incident. On 1/27/2020, customer responded to nka's inquiry into the incident stating no additional information could be provided as they are unaware of the incident. Service requested: ups exchange. Service performed: ups exchange. Investigation result: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on (B)(6) 2020. Out of 33046 records, the ticket title is filtered for "ups" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. File status is filtered to show only "MDR" or "qa closed - MDR" incidents. The model is filtered to show only "pu-621ra" incidents. The final result shows 17 incidents where ups caused cns, pu-621ra, power issues. Total number of units sold is available in sap. (B)(4). Risks: the risks of cns device being off due to power issue resulting from ups failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns is powered off, the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-6201 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service on 3/25/2018. Service history for this device shows the following: (B)(6) 2018 300136968 - current incident. (B)(6) 2018 300120342 - not related to ups power source. 02/13/2018 300113681 - not related to ups power source. The above service history shows the issue had no precedent and has not re-occurred. Customer could not provide further information regarding the incident. The cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. A fishbone diagram generated to determine possible causes of ups failure. Investigation conclusion: the above service history shows the issue had no precedent and has not re-occurred. Customer could not provide further information regarding the incident. The cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. A fishbone diagram generated to determine possible causes of ups failure. Corrected information: g4. Date received by manufacturer: should be 08/26/2018 not 09/19/2018 as listed on MDR initial report.